Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device eval by manufacturer?, manufacturer narrative annex b: b01 annex c: c19 annex d: d14 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of patient side occlusion was not confirmed via log analysis and the event could not be replicated during testing of the returned pump module. ¿ laboratory testing showed the pump module was delivering fluids within specification. ¿ the suspect pump module also passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). The testing confirmed the patient side pressure sensor was detecting occlusion pressure within specification. ¿ after manually testing the suspect pump module by pinching off the tubing at the patient side to reassure the device would alert when an occlusion on the patient side would occur. The suspect alarmed successfully after recreating the occlusion. ¿ an internal and external inspection was performed, and no issues were found that could have contributed to the reported of patient side occlusion alarm with no occlusion. All parts inspected were manufactured by bd. ¿ no error log was found on the suspect pump module relevant to the problem. ¿ testing and inspection of the incident administration set could not be performed since the incident administration set was not returned for investigation. The alaris system user manual v12.1 states to ensure the following when preparing an infusion: ¿ ensure that the administration set is properly loaded into the device. Failure to do so might lead to an instrument malfunction. ¿ before operating the instrument, verify that the administration set is free from kinks and correctly installed. ¿ ensure the tubing placement is over pressure sensors. ¿ use only bd alaris pump infusion sets with the pump module. The use of any other set can cause improper instrument operation, in an inaccurate fluid delivery or other potential hazard. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported patient side occlusion was not determined. The pump module was found to be occluding within specification and the device did not replicate the issue again during infusion testing by bd. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had an occlusion on patient side without alarming for thirty (30) minutes. When customer biomedical engineering tested the device it "failed occlusion and rate tests immediately, stating the presence of occlusion". It was reported the pressure sensor voltages were normal. There was reported patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had an occlusion on patient side without alarming for thirty (30) minutes. When customer biomedical engineering tested the device it "failed occlusion and rate tests immediately, stating the presence of occlusion". It was reported the pressure sensor voltages were normal. There was reported patient involvement but no harm.